Event description:
Covidien received a request for an inspection of the device when a pt had expired on an 760 ventilator. As per customer, ventilator not delivering enough volume. As per customer, there is no allegation that the ventilator contributed to the pt's outcome. Cse completed testing and calibrations as per manufacturer's specifications.

Manufacturer narrative:
(B)(4).